Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported setscrew anomaly was confirmed in the laboratory. The rv set screw was observed to be unscrewed from the rv connector block and was rotated beneath the septum.

Event description:
It was reported the device was scheduled to be moved to the abdominal cavity in order for the patient to undergo radiation therapy. After the device was moved and implanted, the set screw would not secure the rv lead into the header of the device. The device was explanted and replaced. The patient condition is normal.